Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4): the full lead was returned in segments and no anomalies were found. There was blood in/on the helix mechanism. (B)(4): the full lead was returned in segments. The distal conductor was obstructed by blood/body fluids and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, it was not possible to insert any stylet into either of the two leads. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.